Manufacturer narrative:
Pump passed the displacement, rewind, basic occlusion, occlusion, prime/delivery and excessive no delivery test. Pump had extremely scratched display window. (B)(4).

Event description:
It was reported via phone call that customer had physical damage of insulin pump. Customer reported to have scratches on display screen which prevents reading of display screen. Customer's blood glucose was 400 mg/dl. Customer was advised that insulin pump would need to be replaced.